Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported there was a fissure in the tubing of the peripherally inserted central catheter ( PICC) line. The line was discovered to be cracked when getting a blood sample, the presence of air was noted when aspirating. An additional procedure was required to replace the PICC line. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation : a review of the device history record, complaint history, trends, quality control, and visual inspection of the returned device were conducted during the investigation. A visual examination of the returned device noted the clear tubing was partially severed from the purple hub. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the provided information and results of the investigation a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints.